Event description:
It was reported the customer had several compromised force sensor system alarms while priming. Customer stated they were unable to complete their priming due to the alarms. Customer also stated their piston continues to move forward after it contacts the reservoir. It was also found insulin was squirting out of the customer's insulin pump. The customer's blood glucose was unknown. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.